Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported "erratic power" which was confirmed through evaluation as powering off without user input. During evaluation, the supplied power cord was determined to be the cause. The power cord was damaged and had exposed wires which was causing an intermittent connection. The power cord has been replaced.

Event description:
It was reported that a spectrum pump came into repair for erratic power. It was also reported there was no patient involvement.